Event description:
It was reported during a routine patient clinic, while powering up the programmer, the programmer crashed. As the programmer shut down, a blue screen appeared just prior to the crash. The printer printed out a fatal error message. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not reproduce the reported event, however, a system error was found in the programmer error logs. (B)(4).